Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
Alleged failure: shaft insulation cracked, compromised, broke or breached. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for insulation damage/insulation non stryker part is third party repair. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvment and therefore no adverse consequence.